Event description:
Customer's mother reported meter results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, 210 mg/dl, and 85 mg/dl within 10 minutes. Mother treated customer with juice; no adverse event reported. A request was made for the return of the system, replacement was sent.